Event description:
It was reported to the rep on a quality feedback form that during an unknown procedure at an unknown time two trocars did not work. After pushing the button the blade would not activate. The case was completed by opening new trocars. There was no consequence to the pt.